Event description:
A journal article was reviewed that contained information regarding this lead. One patient presented to the hospital with dizziness and left pectoral pain. The lead had been previously relocated. The ECG showed pacing spikes without capture. Unacceptable thresholds were also noted. The device was reprogrammed, however, intermittent loss of capture was still seen. An x-ray was taken and due to patient history, a perforation was suspected and later confirmed. The lead was replaced. Additional information received indicated that the lead had dislodged after the patient had twiddler's syndrome. There were three re-operations deemed necessary; due to lead dislodgement after the twiddler's syndrome, and exit block due to pericardiac effusion. The patient's status is listed as "ok."

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "loss of capture late after right ventricular pacing lead revision: what is the mechanism?" Clin. Res. Cardiol. August 1 2009;98(8):517-520.